Manufacturer narrative:
Other text: investigation completed on a smiths fluid warming/level 1 trauma fast flow disposables . Three pictures submitted did not confirm incident. Functional testing running device did not reveal water not circulating. No action taken as event could not be confirmed.

Event description:
Investigation completed and summary in h 10.

Event description:
Information was received indicating that a smiths medical fluid warming set was not circulating water well. The circulating water would not flow because the three lumen tubes were installed with a 90 degree offset from the manifold. There were no reported adverse events or patient injury.